Event description:
It was reported that during preparation for a therapeutic urological procedure this stent broke as they were removing the suture. They used another stent to complete the procedure with no pt complications.